Manufacturer narrative:
The approved device history records indicate the device met all release criteria. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined. The patient's expiration is a non-device related death.

Event description:
It was reported during the treatment of an endovascular treatment on (B)(6) 2016, the patient underwent a femoral cerebral angiogram and coil embolization of anterior communicating complex aneurysm with dual stent assistance on (B)(6) 2016. The patient's neurological examination further declined to coma with extensor posturing. The patient was reintubated for airway protection and intracranial pressure management. Medical and surgical supportive and prophylactic measures were made over the next several hours. On (B)(6) 2016, a repeat noncontrast head CT demonstrates the right frontal external ventricular drain in place with associated 15 ml tract hemorrhage. The patient had lost all brainstem reflexes and met clinical brain death criteria. Family was counseled about poor neurologic prognosis. Patient was pronounced dead and terminally extubated at 1:00pm on (B)(6) 2016. No device malfunction or device relation to incident was reported.